Event description:
Patient was admitted for a mastectomy and removal of infusaport. The infusaport came out with the distal segment remaining within the vein in the chest. No pressure was used upon removal. The catheter was torn. Chest x-ray confirmed distal segment in the vein. Thoracic surgeon was calle dto see patient. Patient was taken to for an attempted removal of catheter under floroscopy by the radiologist. The procedure was unsuccessful. It was felt the catheter was adhered to the vein wall.